Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported high impedances were received on the new lead being implanted during an elective scs system upgrade procedure on (B)(6) 2018. The doctor decided to remove the new lead and not implant any new devices.